Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks on the battery port was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues observed. Reader did not power on with button depression, strip, or usb (universal serial bus) cable insertion. Reader was connected to pc and masterm, however did not recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and burn damage on battery port was observed. An extended investigation was conducted. Performed a visual inspection on the returned reader and no signs of damage or corrosion was observed. The reader was able to power on when pressure was placed on the cpu. The reader passed all self-tests. The returned battery voltage was measured, and it was below specification. A known good battery was used for further testing. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Burn marks were found on the battery connector, as well as slight bluing of the leads; however, no burn markings were found on the printed circuit board (pcb), battery, or other components around the battery connector. The burn marks on the battery connector were on a mounting pad that was not electrically linked to the reader's pcba signal or power lines and severed merely as a structural mating point for the connector. Thus, the burn marks were not caused by high heat from the electric circuit. A high temperature could cause the leads to turn blue. The burn marks on the connector and bluing of the leads were most likely caused by above-average local convective heating of the pcba during manufacture rather than during customer use. The discoloration on the resistor had no effect on the reader¿s functionality nor did not contribute to the customer complaint. As a result, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks on the battery port was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.